Event description:
It was reported that during routine follow-up it was discovered that the device had a software restore last year. After the reset the device restored to the programmed settings as before. It was noted that the patient had received CT (computed tomography) imaging last year. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).